Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced continuous discomfort. The lens was explanted and replaced with monofocal lens 10 days following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Lens received wrapped in a piece of medical gauze, secured with sticky tape. Solution is dried on the iol. There are loose fibers on the iol. The optic is torn/split-cut dividing the iol in two. A small segment of the optic is missing. One haptic is adhered to the optic edge in a folded position, the other haptic is intact. The reporter states the company iol was replaced with a monofocal iol. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).